Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Customer¿s blood glucose (bg) level was 594-595 mg/dl; cause was due to pump shutting down. Reportedly, customer plugged the pump into a power source to turn pump on and continued using the pump for insulin therapy to address bg level. Customer resumed using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Prior to the shutdown, the customer received and acknowledged the low power alert and alarm. Customer¿s blood glucose (bg) level was 594-595 mg/dl with ketone level of 16-17 mg/dl. Reportedly, customer plugged the pump into a power source to turn pump on and continued using the pump for insulin therapy to address bg level. Customer resumed using pump for insulin therapy.